Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report.

Event description:
The recipient reportedly experienced an incorrect electrode position. The recipient underwent repositioning surgery.